Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the damaged distal end cap, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a damaged distal end cap was found. There was no patient involvement.